Manufacturer narrative:
(B)(4)

Event description:
It was reported that while the ventilator was connected to a pt, there was a massive leak and the pt showed no chest rises. The pt died due to a cardiac arrest, secondary to hypoxemia and hypoventilation. (B)(4)